Manufacturer narrative:
Product analysis : analysis confirmed the customer comment of stylus and cursor not aligned. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus was no longer working appropriately. The user replaced the pen and tried to recalibrate but the issue was unresolved. It was noted the stylus would not point to the desired location. The product has been returned for service. No patient involvement in this event.